Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It is presumed that this incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as a thermal problem like overheating. These causes can occur between components such as circuit board, connector/coupler, electrical cable, electrical and magnetic, mechanical/structural cable, imager, lenses, optical fiber, handpiece, tip, mesh and marker without any design or manufacturing issue that could lead to image defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burns on the plastic distal end cover. There was no patient involvement.